Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported that on (B)(6) 2018 at 2pm, a customer received an "error" message on his adc blood glucose meter after blood was applied to a test strip inserted into it. No numerical measurement appeared on the meter's screen, just a cross that lit up, and then the device turned off. The customer experienced ¿dizziness and felt ill¿ and was unable to know how much insulin to self-administer. Subsequently, the customer loss consciousness. Customer was treated by an hcp who performed tomography, a cardiac echo, and administered unspecified IV fluids. Customer was diagnosed with hyperglycemia and received 10 units of regular insulin before each meal and 35 units of regular insulin after meals.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (DHR) for the precision xceed meter was reviewed and the DHR showed the meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision test strips continue to be safe, effective, and perform as intended in the field. Stability data for precision test strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A pharmacist reported that on (B)(6) 2018 at 2pm, a customer received an "error" message on his adc blood glucose meter after blood was applied to a test strip inserted into it. No numerical measurement appeared on the meter's screen, just a cross that lit up, and then the device turned off. The customer experienced ¿dizziness and felt ill¿ and was unable to know how much insulin to self-administer. Subsequently, the customer loss consciousness. Customer was treated by an hcp who performed tomography, a cardiac echo, and administered unspecified IV fluids. Customer was diagnosed with hyperglycemia and received 10 units of regular insulin before each meal and 35 units of regular insulin after meals.